Event description:
The patient was implanted with the vivistim® system on (B)(6) 2025. The patient completed the therapy protocol in (B)(6) 2026 without reporting voice-related complaints during treatment. In (B)(6) 2026, the treating speech-language pathologist (slp) reported that the patient was experiencing voice changes, including decreased vocal volume, with unilateral vocal cord involvement. The patient reported that the voice changes had not improved but had not worsened since the implant procedure. The patient participated in slp therapy, with mild improvement reported; however, no device programming changes or stimulation setting adjustments were made following completion of the therapy protocol. On june 2, 2026, the manufacturer became aware that the patient had informed the mobia medical therapy delivery specialist on (B)(6) 2026, that the patient had previously undergone a vocal cord injection performed by an otolaryngologist without resolution of symptoms as of (B)(6) 2026. The patient was advised to return every three months for repeat injections but elected not to continue due to the discomfort associated with the procedure. At the time of this report, the patient's voice changes persisted, and no additional medical or surgical intervention had been reported. The device remains implanted.